Manufacturer narrative:
The subject device has not been returned to olympus medical system corp. (Omsc) for investigation. The exact cause of the reported phenomenon could not be conclusively determined. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be broken. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. 3) do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. 4) use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1.

Event description:
During a procedure of the lithotripsy, the subject device was used. It was reported that the basket wire of the subject device was broken. The physician used the emergency lithotriptor, but the basket wire was broken again. It was reported that the procedure was completed, but there was no further information reported. There was no patient injury reported.